Manufacturer narrative:
Report confirmed. Evaluation determined that a portion of the foot of the attachment was detached and missing. It was also noted that the leg was worn. Previous investigation performed under pr#(B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated. "The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 54 months with no record of factory service during this period. We will continue to track and trend this complaint type. Initial reporter phone number is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of detached foot. It was reported that there was no patient involvement. Repair request escalated to a product event based on reason for return.